Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced burning at a 23 in 6 mm contact detach infusion site primarily during insulin delivery and also experienced hyperglycemia with a peak of 218 mg/dl lasting about two hours. Customer care provided support that included customer troubleshooting, with guidance to change all supplies if the site is changed. Investigation of this case revealed an unclear cause for the hyperglycemia and site discomfort, with no evidence of device malfunction reported. No clinical symptoms associated with hyperglycemia reported. Outcomes included transient hyperglycemia without medical intervention, or health effects. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.